Event description:
The customer reported touchscreen failure. The device was not in use at the time of the event.

Manufacturer narrative:
Date rec'd by MFR: 15aug2019. The device was not in use at the time of the event, there was no patient harm. The field service engineer (fse) performed visual inspection and touchscreen calibration for troubleshooting, which then confirmed the reported problem. The fse replaced the touchscreen assembly to resolved the problem. The unit was fully tested after replacement and is now ready for service. Findings from failure investigation revealed that the ul_lr and ur_ll resistance were out of specification. Fault was found on this returned touchscreen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 13june2019. A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported touchscreen failure. The device was in use at the time of the event, however there was no patient harm.